Event description:
A report was received that the patient was not receiving adequate stimulation. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well after the procedure. During device analysis, it was discovered that one lead was fractured.

Manufacturer narrative:
Device evaluation indicated that the lead proximal end was fractured between some contacts. X-ray inspection of the lead revealed that two cables were completely broken between some contacts.